Manufacturer narrative:
The patient is (B)(6). An event regarding acetabular loosening of a competitor product was reported. No failure of the subject femoral head was alleged, it was likely removed to allow for easier removal of the loose competitor device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient presented to dr with acetabular pain. Revision surgery on stem was performed on (B)(6) 2006. Head of restoration was removed and proximal cone was then prepared for extraction. Additionally reported by the sales rep via phone on (B)(4) 2013: the acetabulum was loose competitor product.

Event description:
It was reported that the patient presented to dr. With acetabular pain. Revision surgery on stem was performed on (B)(6) 2006. Head of restoration was removed and proximal cone was then prepared for extraction. Additionally reported by the sales rep via phone on (B)(4) 2013: the acetabulum was loose competitor product.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 26+0 5deg 40deg head. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.